Event description:
The customer reported a loss of image during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a connector on the system cable. System operates as intended. (B) (4).